Event description:
Hold for kp 5.6 as reported, customer reports e433 error message at the end of a pufe ( peripheral ultrafiltration) procedure. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated at olympus service business center. Device inspection found error message 433 due to a faulty generator board. A review of fault log found error 433 showed 25 times. Below are the results of investigation based on legal manufacturer investigation: analysis: the occurrence of error message e433 was reported. The sbc identified the generator board as the cause of the reported error. Additionally, the inspection revealed minor scratches on the housing and the front panel as well as small dents on the front panel. These are normal signs of use and will therefore not be discussed in the remainder of this report. The inspection carried out by the sbc is plausible. Cause error e433: error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). This case was addressed as error caused by steute footswitch". Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherhood (adc, permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. Any error messages that may appear are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU (instruction for use), a suitable replacement device must be provided during an application. DHR (device history record review: a manufacturing and quality control review was performed for device wb91051w with serial number (B)(4). There is no non-conformity associated with this device with respect to the described issue. The DHR review showed that the device was manufactured according to valid instructions and met all specifications. Olympus will continue to monitor complaints for this device.